Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was implanted in a 58-year-old male patient for mechanical circulatory support. It was reported while being placed on impella cp support the patient was observed to have a thrombus/biomaterial. The decision was made to explant the femoral impella cp along with the embolectomy and the patient was escalated to the impella 5.5.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. The device failed post sterile inspection due to ppm test failure. This issue is unrelated to the failure mode. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.